Event description:
Reporter indicated that pt was undergoing vns generator replacement surgery due to battery end of life. Explanted generator was subsequently returned to MFR for product analysis. Product analysis detected that the generator reached battery end of life prematurely due to a leaky c6 capacitor.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.